Event description:
The sales representative reported that the surgeon was undertaking a cement in cement hip revision. The surgeon was using a plug introducer which allegedly got stuck in the femoral canal. The surgeon was implanting a short stem and trialled a short stem. However he selected a plug introducer for a long stem. As a result he allegedly hammered the introducer in slightly harder than he would have for a short stem device. The introducer then got stuck in the bone and the surgeon attempted to to remove it, during which time the introducer allegedly became bent and damaged. The surgeon took a decision to unscrew the tip of the introducer in efforts to remove the device. The sales representative was in the case and as the surgeon was unscrewing the plug introducer she advised against that course of action in case the tip of the device was left in the bone and could not be retrieved. Once the tip was unscrewed the connector became lodged in femoral canal and could not be removed. The procedure was completed with the piece of the device left in situ. There was a 25 minute delay to surgery as a result of the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was reportedly discarded. An event regarding disassociation involving an exeter introducer and plug adaptor was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for evaluation medical records received and evaluation: not performed as medical records were not provided for review. -device history review: not performed as lot details were not provided. -complaint history review: not performed as lot details were not provided. Conclusions: the exact cause of the event could not be determined based on the information provided. The reported event indicated that the surgeon selected a plug introducer for a long stem instead of a short stem and as a result he allegedly hammered the introducer in slightly harder than he would have for a short stem device. However a review of the (B)(4) for exeter short stems and introducers notes that the reported plug introducer is indicated to be used with the exeter short stem implant. . No further investigation is possible at this time. Further information such as return of the device, post-operative x-rays and the operative report are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened.

Event description:
The sales representative reported that the surgeon was undertaking a cement in cement hip revision. The surgeon was using a plug introducer which allegedly got stuck in the femoral canal. The surgeon was implanting a short stem and trialled a short stem. However he selected a plug introducer for a long stem. As a result he allegedly hammered the introducer in slightly harder than he would have for a short stem device. The introducer then got stuck in the bone and the surgeon attempted to to remove it, during which time the introducer allegedly became bent and damaged. The surgeon took a decision to unscrew the tip of the introducer in efforts to remove the device. The sales representative was in the case and as the surgeon was unscrewing the plug introducer she advised against that course of action in case the tip of the device was left in the bone and could not be retrieved. Once the tip was unscrewed the connector became lodged in femoral canal and could not be removed. The procedure was completed with the piece of the device left in situ. There was a 25 minute delay to surgery as a result of the event.